Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product. The device was implanted for treatment. Related to MFR report # 2183959-2013-00193, related to MFR report # 2183959-2013-00194, related to MFR report # 2183959-2013-00196.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-elevated and a f/u report will be sent as appropriate. Lawyer-filed report-(B)(4).